Manufacturer narrative:
Investigation summary: codes 86 and 100 = other. No lot number info available. Incorrect lot number was provided by the customer. Unable to do investigation. The trending analysis report supports that there has not been an increase in complaint frequency. Without the returned reaction discs and sample, it cannot be determined if the complaint is product or sample related. Evaluation complete-final report.

Event description:
The account obtained discrepant results when a serum sample gave a negative result when tested with the testpack plus hcg combo kit yet imx testing gave a result equal to 85. The imx results were the reported results. No sample is being returned. The pt's current condition is not available.